Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: the weight the device within specification, fold creases, wear abrasion, and device appearance (observed split in patch area, it is out of specification per qa (B)(4) was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship.